Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product showed part of the optic and a haptic were torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the surgeon inserted an aq2015a three piece silicone lens and noted the optic was torn. The incision was enlarged to remove the lens and a suture was needed. The reporter indicated the haptic was bent when the lens was loaded into the cartridge due to a tech error.